Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. The insulin pump had a high idle currents and unexpected shut off due to an open driver on the liquid crystal display circuit board.

Event description:
It was reported by the customer's mother, that the customer received a motor error alarm. Customer's blood glucose level at the time 89mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.